Event description:
The customer's medical case manager from a doctor's clinic called to report that their patient was not able to test his blood sugar since the meter was not working. The caller further reported the customer received an unspecified error message on their adc meter when the test strip was inserted and as a result of the meter not working the customer ended up in the emergency hospital and was treated for hypoglycemia. It is unknown what treatment was given. The call was disconnected. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Multiple attempts have been made to obtain additional information from the customer. The actual date of the reported medical event is unknown and the device manufacture date is unknown since the meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.